Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump gave lot of boluses during a hypoglycemia. The customer blood glucose level was unknown. The insulin pump delivers to much boluses causing him to drop. The customer stated that bolus protocol need to be corrected. The device will be returned for analysis.